Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to lung tissue during laparoscopic video assisted thoracoscopic surgery, the device did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: if information is provided in the future, a supplemental report will be issued.